Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient passed away. It was stated that the patient experienced hypoglycemia, and lost consciousness prior to her passing. The patient's husband gave her glucagon and administered CPR while he waited for the paramedics to arrive. The patient was taken to the hospital, and she had no response for three weeks, and was finally taken off life support. The last known blood glucose reading prior to her passing was 30 mg/dl. Nothing further was reported.